Manufacturer narrative:
Persona tibial articular surface provisional (ps tasp) was received for exam. Visual inspection of the returned persona tasp ps right, 6-9, gh, top confirms the device fracture into two pieces, on the medial edge of the post. This is a known reported issue has been investigated through corrective actions. This device is used for treatment. A product history search revealed no additional complaints against the related product part and lot combination. This particular device is listed in the aggregate tasp scope list associated with corrective actions. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional fractured during surgery.